Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. On the same day as the event onset, the patient was hospitalized for the event. The cause and treatment for the event were not reported. At the time of this report, the patient was recovering from the event. Pd therapy was temporarily discontinued. No additional information is available.